Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the system would not display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.